Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump sporadically alarming slide clamp into keyhole/door not fully latched, during infusion despite the door being firmly shut. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "device sporadically alarming slide clamp into keyhole/door not fully latched, during infusion despite the door being firmly shut" was not reproduced. A review of the event history log revealed multiple "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the front case over shimmed. The case shimming required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.